Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.